Event description:
Patient was revised due to high cobalt levels and fluid around the trochanter as indicated by mars test. **update** (B)(6) 2012 - litigation papers were received. They allege that patient had severe infection. The complaint was reopened to add the adapter sleeve, s-rom stem, and s-rom sleeve.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted in (B)(6) of 2009 and explanted in (B)(6) 2012. It is not likely the device contributed to the patients reported infection 3 years after implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.